Event description:
A customer contacted beckman coulter inc., (bec) and reported diluent leaking from the back of the lh750 analytical station. The volume of the leak was a small amount and was not contained within the instrument. It could not be confirmed if the instrument generated any flags or error messages as a result of this event. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No samples were affected or reported as a result of the leak.

Manufacturer narrative:
The customer called back to state that they had fixed the leak in the instrument. The source of the leak was a loose tubing at the upper sheath restrictor. Customer reattached the tubing. Service was not dispatched for this event. The cause of the leak was a loose tubing on the upper sheath restrictor. (B)(4).